Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that infusion set's tubing detached at the quick release and does not know how it had happened. No further information available.